Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Review of the compatibility matrix identified that all the components are compatible. These devices are used for treatment. A complaint history search identified no other complaint for the part/lot combination of any of the components the pre-operative notes report that both knees were swelling, caused a dull ache, and were warm to the touch before surgery. Patient received an injection in the right knee about 4 weeks prior to the total knee arthroplasty. End-stage degenerative joint disease of the right knee with complete obliteration of medial joint space was described in notes. The primary surgical notes confirm the pre-operative diagnosis and state that after resections, osteophytes removal, and trialing, the components were cemented in place. The knee was held in extension, excess cement was removed, and patellar tracking was excellent. Per the surgical notes, the patient received injections and underwent primary surgery within two months from a total shoulder surgery, and already presented with some symptoms such as leg swelling and pain before the primary surgery. The patient also had lumbar spine surgery and left knee replacement, and was diagnosed with dyslipidemia, hypothyroidism. A definitive root cause cannot be determined with the information provided.

Event description:
It was reported that the patient is experiencing swelling, sore spots down the leg, stiffness, buzzing sensation and possible allergic reaction.